Event description:
It was reported that at follow-up, insulation break was observed via x-ray. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information stated that at follow-up, externalized conductors were confirmed via x-ray.